Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) calibration expired and unable to calibrate messages were displayed on the pump. The patient was in rapid afib with and the ¿r wave deflate¿ message was also present. The arterial line waveform had lots of artifact and was very erratic in nature with poor visible landmarks. The unable to update timing message had been present at times. A chest film showed correct location. The customer was advised to aspirate and flush the central lumen. They could aspirate, but it was sluggish, and sluggish to flush. They tied transducing the lumen as suggested and this produced a better looking waveform, but still not clean. They will continue to use the transduced lumen and leave the fiber optic disconnected for now. An available radial arterial line was described as much better in quality. It was suggested that they could try using that for the pump, but they will consider if the iab lumen becomes worse. There was no patient harm or adverse event reported.